Manufacturer narrative:
Qn#(B)(4). The device history review for the product horizon ti small red 6/cart 180/box, lot #73f1600465 investigations did not show issues related to the complaint. The device availability for investigation is unknown. The manufacturer will continue to monitor and trend related events.

Event description:
The clips do not close properly; the surgeon found them free and crossed. The patient's condition was reported as unknown.